Event description:
It was reported that the ez35b instrument was used during an unk procedure. It was reported by the affiliate the instrument did not work. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50268. H6; damaged firing mechanism. D6: info not available. Based upon the info rec'd and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred.